Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v016977, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The consumer reported that it was not working properly. The battery part was not working when recharging. It was further reported that there was an elective replacement indicator (eri) or low battery icon on the implantable neurostimulator (ins). The patient saw ins low battery a couple of days prior. There was no allegation/dissatisfaction with the ins longevity. The therapy worked then it did not work. The therapeutic benefit was intermittent since the implant on (B)(6) 2007. The patient got "box" injections every three months. The patient was going to follow-up with their health care professional (hcp). It was also noted that the patient had stage 3 cancer twice in her anus. Stimulation was being felt. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.